Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient performed a controller exchange at home and while exchanging controller at home, the backup controller ((B)(4)) was not starting, hence reconnecting to primary controller. Clinician reported that they placed the backup controller on power module the system module said ¿replace backup battery¿ with 10 months remaining on this battery. The alarm later resolved, but due to not being able to assess the issue that occurred in front of the patient the decision was made to replace the controller. This was done out of caution as the patient lives two hours from the nearest vad center.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient failing to exchange the controller was confirmed via analysis of the submitted log file. The controller event log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6) contained data spanning from 28oct2021 to 17jan2023 per the timestamps. The log file data indicates that this is the patient's backup controller. The log file captured clock not set alarms due to the controller clock resetting to the default time stamp; the alarm resolved each time when the clock was set to the correct date and time. The log file captured that the controller was powered on for a short period of time while the clock was not set. These events are consistent with the patient turning on this controller to attempt the reported controller exchange; however, the log file did not capture the driveline being connected to this controller. It should be noted that the log file did not capture any issues with the controller. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. The system controller powered up without any issues and there were no difficulties encountering while connecting or disconnecting the driveline during testing. It was reported that a backup battery event associated with a replace backup battery message on the system monitor activated; this message is associated with the backup battery reaching its expiration date in 10 months, which does not indicate an issue with the equipment. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 02feb2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The alarms that require a controller exchanged are noted in the documents; it should also be noted that the documents do not instruct the user to replace the system controller in order to resolve a backup battery fault alarm. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, explain how to replace the running system controller with the backup system controller. This section also explains that installing a backup battery on the controller may prompt a system controller clock not set alarm on the system monitor and that the backup controller must be connected to power every 6 months in order to charge the backup battery and prevent it from losing power. Heartmate 3 instructions for use (IFU) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that they did not identify a cause for the backup controller not starting but speculated that it may have not been given enough time to start as the patient stated they did not give it much time.